Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the clinical engineering department from an unspecified nursing unit with a note attached that the pump was not working. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility,t he device touchscreen did not respond. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was unresponsive. During testing, the touchpad cable was fond to be unplugged from the printed circuit board. A review of the device history found multiple button ID; invalid errors. Further testing found contamination due to fluid ingress on the bottom of the touchscreen that resulted an intermittent touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospital personnel.